Manufacturer narrative:
Reason for reoperation: infection. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported infection via nbir. Device has been explanted. This relates to the left side.